Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant medical products: carto. Other company¿s devices were used during this study: two 8.5-f trans-septal non-steerable sheaths and one 6-f sheath. Methods: no testing methods performed (B)(4). Results: no results available since no evaluation performed (B)(4). Conclusion: device discarded by user, unable to follow-up (B)(4) (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient who underwent ablation for atrial fibrillation suffered a cardiac tamponade requiring pericardiocentesis. Additional information was received on 09/26/2016 indicating that bwi device cited in the article did not led to the reported patient consequences. Physician's opinion regarding the causality of adverse event was possible procedure-related. The event did not result in the impairment of a body function or damage to a body structure. The event did not require intervention/treatment. Patient was required an extended hospital stay for monitoring for a few days. Patient age, gender and weight were not available. Patient was fully recovered. The catheter used in this procedure was not a reprocessed / reused catheter. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "safety of novel oral anticoagulants in catheter ablation of atrial fibrillation." The purpose of this study was to assess the safety of a simple anticoagulation protocol in consecutive patients presenting for catheter ablation of af. Approx 234 patient's were enrolled in this study. This study was conducted from 11/2011 to 12/2014. Suspected device is thermocool st or thermocool sf ablation catheter, however catalog and lot number are unknown.